Event description:
A customer reported reoccurring touch screen issues; screen blacking out and possibly shutting down during surgery. The system was exchanged and the case was completed without harm to the patient.

Manufacturer narrative:
The company representative examined the system and verified system message (sm) [abnormal system shutdown] in the system's event log. The company representative replaced the cpu (central processing unit) host assembly for diagnostic purposes. The system was then tested and met product specifications. The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).